Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-03257 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system sometime in (B)(6) at an unknown hospital by an unknown physician. Approximately three months post-procedure, the patient began experiencing recurrent stress urinary incontinence, as well as worsening dyspareunia. The patient was examined by a second physician (name unknown) at a second hospital, and there was absolutely no evidence of prolapse. Reportedly, the second physician obtained and reviewed the patient's operative reports from her prior surgeries (specifics unknown). This physician discussed treatment options with the patient and indicated that vaginal mesh-related pelvic pain is a complicated issue to resolve and surgery is "only one facet of this problem" (specifics unknown). It was determined that the 'banded' part of the "vaginal mesh originally placed for prolapse" at the left proximal arm and at the left/midline proximal area was causing the pain, and it was removed in (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.